Event description:
Distributor reported the following from their end user: "the safety cap for the needle when you go to push it up is unsafe for the user. End user did not have a hard surface available to push the safety cap on and use their hand, this resulted in a needle poke." Needle stick injury.